Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right atrial (ra) lead exhibited noise oversensing. The ra lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. Only distal portion of the lead was returned in one piece with the helix found extended and clogged with blood/ tissue. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to procedural damage. The cause of the reported event was due to the exposure of the outer coil in the abrasion region consistent with friction to device.